Manufacturer narrative:
The device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. The device was received with case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer's blood glucose level was 279 mg/dl. Customer also stated that there was crack on back side on the belt clip and no damaged on reservoir lip ring. The customer was advised that the insulin pump will need to be replaced and to discontinue use of the pump and revert to backup plan per health care professional instructions. The device will be returned for analysis.